Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s abdominal hernia which required repair and temporary hemodialysis. However, there is no reported allegation nor any objective evidence which indicates a liberty select cycler malfunction or product deficiency caused or contributed to the patient¿s hernia event. Hernia is a well-known potential complication in pd patients. The patient had 2 pre-existing (prior to pd start) abdominal hernias. Pre-existing hernias can be exacerbated due to the physiologic increase in abdominal pressure from the dialysate during pd therapy.

Event description:
It was reported that a peritoneal dialysis (pd) patient is experiencing pain from the surgical site. The patient was advised to discontinue the use of their cycler, disconnect, and visit a hospital. During follow-up, the pd nurse stated the patient was also experiencing rectal bleeding (on (B)(6) 2019) and went to the emergency room. It was reported the patient has a past medical history of a pre-existing (prior to starting pd therapy in (B)(6) 2019) abdominal hernia. It was reported the hernia is being monitored and has not required any medical intervention. The pd nurse reported the patient did not have cycler product issues or overfill events that worsened the patient¿s pre-existing hernia. It was reported hernia can be exacerbated due to pd therapy as solution is in peritoneal space. However, the nurse adamantly stated the hernia was not related to any malfunction with the cycler. Reportedly, the patient did not require medical intervention and was discharged home (less than 24 hours; not admitted). Per the nurse, the patient is being monitored currently and continues pd therapy but may be a better candidate for home hemodialysis.